Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
It was reported via email that a piece of angiocath is still retained inside the patient. A cut down was done but could not locate the missing piece. Additional information received 01jun2016: can you provide any patient details? (Age, gender, ht, wt, diagnosis) (B)(6) female patient, (B)(6). Metastatic breast cancer and bilateral malignant pleural effusion. Can you please describe how the issue was noted? Was this during insertion or removal? On ((B)(6) 2016) dr. (B)(6) placed a pleurx tunneled catheter on an inpatient. While inserting the tube, the introducer catheter broke off in the patient. The physician was unable to remove the broken piece. I spoke with dr. (B)(6) the technologist that assisted with the procedure. Both recall the same details. When removing the introducer catheter over the wire, the catheter broke off leaving several centimeters of catheter lodge in the patient. The physician attempted to remove the broken piece without success. What type of procedure was being performed? Pleurx tunneled catheter - pleural. Was the procedure completed as planned? Yes. What is the length of angiocath remaining in the patient? I am unsure of the total catheter length. The broken catheter piece (excluding the hub) is 1 cm. Has this been confirmed by x-ray or another means? No, it is my understanding that the catheter is radiolucent. Was there any difficulty removing/inserting the catheter? The physician reports no deviation from normal insertion until the catheter itself was removed. Was there any visible defect on the catheter? No defects were noted prior to insertion. Are there any other medical interventions in addition to the attempted cutdown? No. What has been decided regarding the retained piece? Undecided.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. The product was returned for evaluation. The failure mode was confirmed through the sample evaluation. Evaluation of DHR (device history record) did not show any incoming raw material or other material issues related to lot number. The failure mode was confirmed through the sample evaluation. The probable root cause is likely related to procedure and methodology during implant procedure. Based on detail observation, the returned product showed torsion and tension force being applied to the introducer needle¿s sheath, likely during surgical procedure. The signature of the introducer¿s sheath breaking-off was due to applying pulled force on the on the sheath with damaged sheath. Probable root cause was likely related to the end-user not performing procedure in accordance to dfu guideline. If during the procedure the introducer¿s sheath was somehow accidently got nicked by scalpel (during the 1cm incision step, this would likely affected the integrity of the introducer¿s sheath material). Material strength of the sheath was design to meet or exceed the dfu requirements. Manufacturing sample parts were tested using pull force, the sheath managed to stretch (elongated) to a breaking point. The returned sample showed signature of minor elongation-this is a signature of shearing with tension force being applied. Please see attachment pictures for detail of sample test. Carefusion will also take proactive action and issue a quality notification to our supplier.